Event description:
The customer reported the system displayed an 'x-ray disabled error' and required a reboot to resume operation. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.